Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 13 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.